Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Unknown stryker screwdriver.

Event description:
It was reported that surgeon was using the screwdriver from the anchorage plating system and the blade of the screwdriver broke off while inserting a screw. Fragment sheared off and was retrieved and was discarded by or staff. No surgical delay or adverse consequence to the patient. No patient details as patient was already draped and prepped for surgery. Event resolved by additional screwdriver.

Manufacturer narrative:
The reported incident that screwdriver bit anchorage t8, ao quick coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by over tourqing the screwdriver bit. Moreover the device was almost 4 years old when event occurred therefore we can consider that it has reached the end of its serviceable life. Please note that the cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) reads: ''inspection before preparing for sterilization, all medical devices should be inspected. Generally unmagnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion. Particular attention should be paid to: soil ¿traps¿ such as mating surfaces, hinges, shafts of flexible reamers. Recessed features (holes, cannulations). Features where soil may be pressed into contact with the device, e.g. Drill flutes adjacent to the cutting tip, sides of teeth on broaches and rasps. Cutting edges should be checked for sharpness and damage. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly. Medical devices with moving parts should be operated to check correct operation (medical grade lubricating oil suitable for steam sterilization can be applied as required). Rotating instruments (e.g. Multiple use drill bits, reamers) should be checked for straightness (this can be achieved by simply rolling the instrument on a flat surface). "Flexible¿ instruments, e.g. Im reamers, should be checked for damage to the spiral element.* note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. Functional check for screwdriver blades description and function: screwdrivers with drive connections of various designs with or without self retaining function. Potential failure modes: deformation of the blade (twisted); deformation of the blade (rounded); breakage of the blade´blades self retaining mechanism without function; corresponding drive connection of screw head is rounded or worn. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that surgeon was using the screwdriver from the anchorage plating system and the blade of the screwdriver broke off while inserting a screw. Fragment sheared off and was retrieved and was discarded by operating room staff. No surgical delay or adverse consequence to the patient. No patient details as patient was already draped and prepped for surgery. Event resolved by additional screwdriver.